Event description:
New information received notes that another case of noise was observed. Lead revision is planned.

Event description:
It was reported that patient presented to the emergency room after receiving a patient notifier. Stored egm revealed intermittent loss of capture when pacing lv first. Increased capture threshold was observed. Lead remains implanted and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during follow-up, non-sustained rv oversensing episode due to noise was observed. Programming changes were made. The lead remains implanted and the patient will continue to be monitored.